Manufacturer narrative:
The insulin pump had unresponsive esc and act buttons due to unlocked lcd keypad connector. The insulin pump had cracked lcd window, cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had display was cracked. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.